Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a clearlink continu-flo solution set. The patient only received half of the unspecified secondary medication when the unspecified primary medication took over. A sigma pump was used during the infusion. The secondary line was changed to infuse the remaining medication. There was no patient injury or medical intervention associated with this event. No additional information is available.